Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis on electrical testing showed no indication of conductor fractures or internal shorts. In addition, visual and x-ray examination of the lead revealed no anomalies.

Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead exhibited low pacing impedance. The physician elected to not used the lv lead and a new lead was implanted. The patient was stable throughout.